Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information: additional event information received from the author: "we had no complication due to hardware but from the choice in screws length. No hardware from any designer was suspected to be deficient. The point of the article was to improve the use of different hardware by surgeons, not to improve their design."

Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: artuso m, et al (2021), systematic use of short unicortical epiphyseal locking screws versus full-length unicortical locking screws in distal radius fracture volar plating: a prospective and comparative study, european journal of orthopaedic surgery & traumatology, pages 1-8 (france). The main purpose of this monocentric non-randomized study was to evaluate the effectiveness of a strategy consisting of using a single short screw length in preventing dorsal cortex penetration. The second goal was to determine whether this strategy had any impact on stability compared with the conventional full-length unicortical epiphyseal screws. All patients with distal radius fractures (excepted for partial dorsal joint fractures) were treated with an open fixation using the same operative technique with a volar locking plate through a volar henry approach. The implants used were the unknown synthes 2.4 locking compression plate distal radius volar plate or 2 other competitors¿ devices. Patients were divided into 2 groups; group a with short locking epiphyseal screws (16 mm for females, 18 mm for males) and in group b with full-length unicortical locking screws. There were 37 patients in group a with 148 epiphyseal locking screws. There were 5 men and 32 women with a mean age of 56 years (range 20¿81 years). There were 39 patients in group b with 156 epiphyseal screws. There were 9 men and 30 women with a mean age of 58 years (range 19¿83 years). After surgery, the limb was immobilized using a volar removable splint, for 2¿4 weeks. Active-assisted exercises were started 2 or 3 weeks after surgery. The article did not specify which patients were implanted with the synthes devices. Thus, complications will be reported as follows: group a (short screws): 2 patients had asymptomatic mild effusion around the tendon. Group b (long screws): 10 patients had protruding epiphyseal screws. 5 patients had asymptomatic mild effusion around the tendon. 6 patients required implant removal at 4 months. These patients had protruding screws discovered by ultrasonography with correlated examinations (dorsal wrist pain). 1 patient had to be re-operated for massive hardware displacement and had surgery with an external fixator, pin and plate. This report is for the unknown synthes locking screws. It captures the reported events of protruding screws and reoperation due to massive displacement, revised with external fixator, pin and plate. This is report 1 of 1 for (B)(4).